Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had no delivery alarms. Customer's blood glucose was 7.2 mmol/l. The customer reported the alarm was resolved by a complete set change. The customer reported the alarm did not occur during manual prime. The customer was advised to call when the issue occur. The customer reported via phone call they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 7.2 mmol/l. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer current set has not gotten no delivery alarm.